Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of the device misfiring and the device operating differently than expected is confirmed. In addition, two of the anterior cuff tabs each measuring one one-hundredth (0.01) of an inch square were broken off and were not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a mildly calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in the mildly calcified and mildly tortuous left common femoral artery (lcfa) and was successfully pre-placed in the right common femoral artery (rcfa) using the preclose technique. The arteriotomy was 9f. During the aaa procedure the sheath was upsized to 17f sheath. Reportedly, the device "misfired" in the lcfa. The suture of another proglide device was successfully placed using the preclose technique. When the aaa procedure was completed hemostasis was achieved in the lcfa and rcfa with the successfully preplaced sutures. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.